Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue according with the complaint.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected non-fasting blood glucose test result range is 200 mg/dl. The customer reported symptoms of blurry vision. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Blood test performed by customer non-fasting during call on (B)(6) 2015 produced result of 400 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is not known. The meter memory recalled for non-fasting test results performed with test strip lot # rs4724 (date / time not set): (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected non-fasting blood glucose test result range is 200 mg/dl. The customer reported symptoms of blurry vision. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. Blood test performed by customer non-fasting during call on (B)(6) 2015 produced result of 400 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is not known. The meter memory recalled for non-fasting test results performed with test strip lot# rs4724 (date / time not set): 1:512mg/dl (B)(6) 2014 02:17pm; 2:345mg/dl (B)(6) 2015 01:19pm; 3:563mg/dl (B)(6) 2015 12:21pm; 4:hi (B)(6) 2015 02:14pm; 5:598 mg/dl (B)(6) 2015 01:04pm. Adverse event not reported.